Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 95% stenosed moderately tortuous and moderately calcified lesion was located in the left anterior descending artery. The lesion was pre-dilated with an unspecified balloon which resulted in a 60% residual stenosis. The physician then advanced the 16 x 2.5mm taxus liberte (mr) stent deliver y system (sds) through an unspecified guide catheter. During advancement, the shaft of the taxus sds broke. The device was removed without incident. Another manufactures stent was advanced; however, it was unable to cross the lesion. The procedure was not completed due to the patient's tortuous anatomy. No patient injuries or complications were reported.

Manufacturer narrative:
Device is a combination product.device code 1069 relates to component code 515.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken approximately 20.1 cm distal from the catheter's strain relief. Kinks were identified in the area of the break. This type of damage is consistent with excessive force being applied to the delivery system. The inner and outer lumen was slightly pinched approximately 10.2 cm distal from the port. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 95% stenosed moderately tortuous and moderately calcified lesion was located in the left anterior descending artery. The lesion was pre-dilated with an unspecified balloon which resulted in a 60% residual stenosis. The physician then advanced the 16 x 2.5mm taxus liberte (mr) stent deliver y system (sds) through an unspecified guide catheter. During advancement, the shaft of the taxus sds broke. The device was removed without incident. Another manufactures stent was advanced; however, it was unable to cross the lesion. The procedure was not completed due to the patient's tortuous anatomy. No patient injuries or complications were reported.